Event description:
Pt seen 8/30 to evaluate pacer function back surgery. Ventricular lead impedance found to be >1200 ohms, suspected lead fracture. Pt was followed but had not gone for checks for several years. Pacer vvi backup set at 50. Pt in nsr. Lead eval. Cxr done. 8/30 no obvious fractured but lead was error taut. V lead replaced on 9/6/96-pacemaker chronic from 11/13/93.